Manufacturer narrative:
(B)(4). Q core medical ltd (MFR) is reporting on behalf of hospira.

Event description:
The event was reported by a customer from USA: "broken power adapter. Separated at the junction, exposing wires. Mr wellington stated not durable and should have had velcro to strap cords into pump to avoid accidents. Delay in therapy: no. Need for medical intervention: no. Human harm: no. Serious injury or death: no".